Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine (unknown concentration) 301.4 mcg/day, unknown baclofen (unknown concentration) 782.8 mg/day, dilaudid (unknown concentration) 15.658 mg/day, marcaine (unknown concentration) 0.35225 mg/day and an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was early december 2016. It was reported that in the beginning of (B)(6) 2016 there was something wrong with the catheter and the medicine did not go where it was supposed to go. The patient had surgery (B)(6) 2017. The healthcare provider (hcp) only put some medication in the pump because the patient was "at a high dose" before and they didn't know where the medicine was going. No further complications were reported/anticipated.